Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 90% stenosed and located in the mid left anterior descending artery (lad). The lesion was treated using three passes with the oad on low speed and the crown was noted to jump. Following atherectomy, a perforation was noted. Imaging was performed and indicated that blood flow was unobstructed and no pericardial effusion was present. A stent was placed to resolve the perforation. The patient remained hemodynamically stable throughout the procedure and was discharged in stable condition.